Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test." Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), mood swings ("hormonal changes describe: mood swings"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infections") and alopecia ("hair loss"). In 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysgeusia ("pain: taste of metal in my mouth") and vision blurred ("vision/ eye problems type: left eye cloudy"). On an unknown date, the patient experienced back pain ("lower back on left and right side/lower back muscle clenches /sudden sharp pain"), abdominal pain lower ("left and right side lower abdomen"), sneezing ("sneeze"), cough ("cough"), migraine ("migraines / headaches"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the back pain, abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding, mood swings, cystitis, bladder disorder, urinary tract disorder, nausea, allergy to metals, dyspareunia, dysgeusia, alopecia, vision blurred, migraine, fatigue, dysmenorrhoea, pelvic pain, abdominal pain, genital haemorrhage and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, cough, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, migraine, mood swings, nausea, pelvic pain, sneezing, urinary tract disorder, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2015 (as per mr discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.